Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited inappropriate sensing of both the atrium and ventricle. Further investigation revealed that the lead had dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.